Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system power manager - power management module (spm), universal (unit) controller card (ucc), and the universal power distributor (upd), to resolve the issue. The system was tested and verified as ready for use. Isi received the spm, ucc, and upd involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa installed all three (3) parts and tested them together on the printed circuit assembly (pca) test system. The system started up without any error. Fa ran 150 power cycles and the ucc randomly logged error(s): 23, 40, 31243. After removing the ucc from the test. The upd and spm were left on the system for four (4) days over the long holiday weekends and they both performed without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the system generated a non-recoverable fault, and noted the patient side cart (psc) was not connected. The customer had ensured all the fiber cables were seated properly and had hard power-cycled the system with no success. The tse requested the customer to power-off all the system components, along with the circuit breakers, perform an emergency power off (epo), and verify all the system components were powered-off. The tse attempted to explain how to complete a hard power-cycle of the system, but the customer informed the tse that they knew how to do it. The customer reported that the power button was blinking when they restored power to the psc. The tse confirmed with the customer that all fiber cables were fully seated. The customer also reported that they found a blue fiber cable connected from the vision side cart (vsc) to the psc, was not illuminated 'blue' at the vsc. The customer moved the fiber cable from the second surgeon side console (ssc) and connected it to the psc; however, the issue persisted. The tse then attempted to walk the customer through a hard-cycle of the system, but the site elected to convert to a different da vinci surgical system. The procedure was converted to another da vinci surgical system with no report of patient harm, injury, or adverse outcome.